Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 2000010745/17421731. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 18437614.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Fluoroscopic revealed that the left occipital lead had migrated. Reprogramming was done successfully. The patient underwent a lead revision procedure wherein the left occipital lead was repositioned, and the patient was doing well postoperatively.